Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was jammed. During service and evaluation it was observed that the motor seized, jammed, and was heavy moving. It was also noted that the spares inside the device were rusted, the motor was jammed, and the soft mode switch was faulty. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism, function of soft mode switch (safety system), untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.